Event description:
As reported by the user facility: nurse programmed pump with time and volume specifications - pump did not deliver the designated volume (under infused). Tried using pump on at least 2 patients with same result. Incidents occurred approximately 2 months ago. Infusion solution unknown. No injury. Reference MFR # 9610825-2013-00045.